Event description:
It was reported that a patient sustained a superficial burn to the right side of the face following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that the device operator continued to perform treatment although unable to adjust the system settings during treatment.

Manufacturer narrative:
A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice and device labeling. An examination of the subject device by lumenis technical subject matter expert concluded the device operated within manufacturer specifications. A review of subject device operator manual found that the manual clearly describes the steps that should be taken if the reported unresponsive state of the device were to occur. Additionally, a lumenis training expert confirmed that device operators are trained to follow instructions as outlined in subject device labeling: "warning - immediately cease use of the laser if the touchscreen becomes unresponsive, or if the trigger fails in the pressed state. Deactivate the laser either by pressing the emergency stop button or turning the laser keyswitch to the off position. After waiting one minute, turn the keyswitch to the on position. If the laser remains unresponsive, do not use the laser; contact your local lumenis service representative." (B)(4). Lumenis concludes the root cause of the event reported to be operator error: failure on the part of the device operator to follow instructions as described in subject device labeling to cease use of the device when a fault state occurs and restart the system prior to continuing treatment. As a reminder to device operators of the information presented in subject device labeling, an advisory notice was distributed to lumenis customers of record. The notice advises device operators to carefully follow the instructions described in subject device operator manual should the device perform in a similar unanticipated manner.